Event description:
It was reported that there were multiple pump motor stalls and recoveries. The log indicated that the pump motor stalled in 2008 and "stopped pump period may exceed tube set" message was noted about two days later. The log also showed "reset-low battery" and "pump in safe state" messages at about 2 days later. At three days later, the log indicated that the motor stall had recovered. No alarms were heard. The report indicated that the patient had been sick since the last refill a day prior to the initial event; specific symptoms were not provided. The hcp (health care professional) reported that the expected reservoir volume was 17.4ml and should be about 2ml. The pump was used to deliver morphine 65mg/ml; daily dosage was not reported. The pump was replaced. The patient outcome was not reported.

Manufacturer narrative:
.